Manufacturer narrative:
Upon device return, analysis of the extension (serial no. (B)(4)) found no anomaly.

Event description:
It was reported that during implant of the extension the physician tested impedance and impedance values were within normal range (around 700 ohms). When the physician connected the lead, all impedance values were out of range (>10000 ohms). The extension was replaced and the impedance values were then okay. There were no patient symptoms or complications associated with this event. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3877, serial# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.